Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels throughout the day (250 mg/dl). Reportedly, the high bg was caused by not rotating their site on time. After changing their site, their bg value began to decline. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 57 (mg/dl). The customer stated this was due to over correcting for their dinner. The customer drank juice to address their bg level. Reportedly, the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the effect to patient cannot be confirmed through a log review or duplication testing. No failure detected.